Event description:
A (B)(6) male pt called zoll customer support to report that he changed his battery and then his monitor would not power on. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (monitor won't power up) has been confirmed. Upon eval the monitor failed to power up. The cause for the power-up failure was an open fuse f600 on the monitor ca board. The root cause for the open fuse could not be positively identified. The failure rate of f600 is well below the predicted rate of failure. No adverse event resulted from the open fuse. The pt rec'd a replacement monitor.